Event description:
Complainant alleged that while attempting to defibrillate a female pt. The device prompted an "attach pads" and "plug in cable" message. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corporation has received the product, and will be providing a follow-up report when our investigation is completed.